Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot. Manufacturing location: monument. Manufacturing date: 17-may-2022. Expiration date: 01-apr-2032. Part number: 04.037.112s, 11mm/125 deg ti cann tfna 170mm- sterile. Lot number: 792p773 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final rev g met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection rev c met all inspection acceptance criteria. This lot was reworked per for incorrect label reconciliation and a missing pll. After rework, the lot was determined to be conforming and was released. Packaging label logs (pll) lmd rev ad were reviewed and determined to be conforming after rework. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿revision to tha¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review 28-jun-2024: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an orif surgery with tfna implants and cement for the femoral trochanteric area. After the surgery, a revision surgery via tha has been scheduled for (B)(6) 2024 at another hospital. Details are unknown at this point. No further information is available at this time. This report is for one (1) 11mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 5 for complaint (B)(4).